Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The pump was unable to verify excessive no delivery alarm and perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm and no button response. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. No moisture damage was found inside the pump. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low and high blood glucose, button error and excessive no delivery alarms from the insulin pump. The customer stated that she woke up with blood glucose of 407 mg/dl. The customer stated that she tried to give a bolus and received the no delivery alarm. The customer stated that she slept and woke up with a button error. The customer's blood glucose went low as 36 mg/dl. The customer treated the low reading by eating. The customer stated that the no delivery alarm was recurring. The customer stated that the issue has not been resolved. The customer was advised of the possible causes of the alarms. The customer will be sent a replacement pump.